Manufacturer narrative:
Per tandem¿s t:slim x2 user guide: ¿check the luer-lock connection between your cartridge tubing and infusion set tubing daily to ensure it is tight and secure¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the luer lock connection became disconnected on multiple occasions. Blood glucose level was 250 mg/dl and was rising. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no additional information was provided.